Event description:
During initial use of an atw wire it was reported that the distal end of the wire broke and separated in the patient and remained in the vessel. The wire was left in the posterior lateral branch of the right coronary. The patient is a (B)(6) female with coronary artery disease. The procedure being performed was a coronary artery angioplasty (ptca). The target lesion location was the right coronary artery (rca). The vessel was described as calcified. The product was properly inspected prior to use. The wire was not pre-shaped. The physician placed the atw wire in the posterior lateral branch #1 in the right coronary. A second atw wire was placed in the distal right coronary. There was no resistance felt when advancing the wires through the vessel. When trying to remove the first wire the distal end of the wire broke off in the patient. There was no excessive force used to remove the wire. Torque control/ tip response was not compromised at all during the procedure. The physician chose to leave the end of the wire in the vessel because it was a small vessel and thought the risk of trying to remove it would have put the patient at more risk. The patient is in fair condition.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During initial use of an atw wire it was reported that the distal end of the wire broke and separated in the patient remaining in the vessel. The wire was left in the posterior lateral branch of the right coronary artery. The patient is a (B)(6) female with coronary artery disease. The procedure being performed was a right coronary artery angioplasty (ptca). The vessel was described as calcified. The product was properly inspected prior to use. The wire was not pre-shaped. The physician placed the atw wire in the posterior lateral branch #1 in the right coronary. A second atw wire was placed in the distal right coronary. There was no resistance felt when advancing the wires through the vessel. When trying to remove the first wire the distal end of the wire broke off in the patient. There was no excessive force used to remove the wire. Torque control/ tip response was not compromised at all during the procedure. The physician chose to leave the end of the wire in the vessel because it was a small vessel and thought the risk of trying to remove it would have put the patient at more risk. The patient is in fair condition. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Procedural film has been received and will be sent to an independent physician for review. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received from a film review performed by an independent physician noted that there was considerable vascular spasm in this small blood vessel which was less than one millimeter in caliber. During the procedure, it was noted that the distal end of the wire was separated and trapped in the distal, posterior, lateral branch. No attempts to retrieve this wire were made and the procedure was continued to completion with an adequate, final result. The physician believes that vascular spasm led to the trapping of this wire and its fracture. The actual product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During initial use of an atw wire it was reported that the distal end of the wire broke and separated in the patient remaining in the vessel. The wire was left in the posterior lateral branch of the right coronary artery. The patient is a (B)(6) female with coronary artery disease. The procedure being performed was a right coronary artery angioplasty (ptca). The vessel was described as calcified. The product was properly inspected prior to use. The wire was not pre-shaped. The physician placed the atw wire in the posterior lateral branch #1 in the right coronary. A second atw wire was placed in the distal right coronary. There was no resistance felt when advancing the wires through the vessel. When trying to remove the first wire the distal end of the wire broke off in the patient. There was no excessive force used to remove the wire. Torque control/ tip response was not compromised at all during the procedure. The physician chose to leave the end of the wire in the vessel because it was a small vessel and thought the risk of trying to remove it would have put the patient at more risk. The patient is in fair condition. Procedural films were received and sent for independent physician review. It was noted ¿the case referred, (B)(4), contained a brief, narrative description and 2 cd roms. The cd roms were the continuation of a procedure and the completion of the same procedure at the same setting. The case revealed a severe, in-stent re-stenosis of a right, coronary artery with multiple areas of disease in the proximal-mid and mid sections of the vessel. The patient had a diagnostic catheterization followed by which an intervention was performed. The details of the intervention where not described, however, a right coronary guiding catheter was engaged in the vessel and an atw wire was advanced into the posterior, lateral branch of the right coronary artery. An angioplasty of the in-stent re-stenosis was performed and a second atw wire was positioned in the distal right coronary artery as well. Of note, angiographically, the original wire had migrated into a distal position in this small caliber branch and it was clear there was considerable vascular spasm in this small blood vessel which was less than one millimeter in caliber. During the procedure, it was noted that the distal end of the wire was separated and trapped in the distal, posterior, lateral branch. No attempts to retrieve this wire were made and the procedure was continued to completion with an adequate, final result. The vessel was markedly angulated; there was in-stent re-stenosis diffusely in the proximal portion of the vessel and focally in the mid portion of the vessel. The distal vessel was small in caliber in the location where the atw wire was positioned. I believe vascular spasm led to the trapping of this wire and its fracture. There was no comment with regard to the force of attempted removal, however, wire fracture appears to have occurred at the distal transition of this wire. The rather distal location of the wire in a small branch with subsequent vaso spasm led to the failure. ¿ (B)(4). Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature. The IFU warns to ¿never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, ¿if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. The device was not returned for analysis. The reported complaint ¿distal tip separated in patient¿ was confirmed with film review. Based on the information available vessel characteristics (calcified) and procedural factors (vasospasm) may have led to the reported complaint. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action will be taken at this time.